Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was noted the patient died approximately 9 weeks after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died approximately 9 weeks after device implant. Follow up with clinic reported patient was pacemaker dependent. Last device check was the day prior to death and noted impedances were okay. The cause of death was reported to be congestive heart failure and there is no allegation of any device system issues or performance concerns.